Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer returned their test strips (2) which were measured with their returned meter (up01693027) with two high level control sample: target range: 2.6 ¿ 3.2 inr : two with customer test strips and one with retention test strip. Customer strip: 3.0 inr, customer strip: 2.9 inr, retention strip: 2.9 inr. Target range: 4.1 ¿ 6.8 inr : three with retention test strips: retention strip: 5.3 inr, retention strip: 5.2 inr, retention strip: 5.3 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a clinic's coaguchek xs plus meter serial number (B)(4). The patient's meter result was 2.5 inr and 2 minutes later the clinic's meter result was 4.4 inr. The patient's therapeutic range is 2.5 - 3.5 inr.